Event description:
It was reported that the patient presented in the hospital for routine follow up. During device interrogation, stored egms revealed noise episodes. Noise was reproduced by provocative maneuvers. Lead was capped and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.